Manufacturer narrative:
A ge oec service representative investigated the issue and found a poor contact on the k1 and k2 relays. The k1 and k2 relays were replaced. The system was tested and operates as intended. The system was released to the customer for use. There was no reported injury or negative effect to any pt as a result of this malfunction. The facility was unable or would not provide any pt info with respect to this issue.

Event description:
The ge oec 9600 fluoroscopy system displayed charger fail error message.